Event description:
Evaluation of the returned device confirmed that the downstream occlusion seal was lifting and found that the upstream occlusion seal was also lifting. There was no patient involvement.

Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was confirmed. Visual inspection found the downstream occlusion (dso) seal and upstream occlusion (uso) seal were lifting. This indicated a reportable malfunction based on the dso and uso seals. The dso and uso seals were replaced to address this issue. Service history review had no indication that the complaint was related to a service of the device within the review period.